Event description:
During lens insertion and a capsular tear was discovered during insertion of the trailing lens haptic. The lens was removed from the eye and an anterior vitrectomy was performed prior to insertion of style lens. The dr stated that the pt tolerated the procedure well and left the operating room in excellent condition.

Manufacturer narrative:
H3: & h6: device was returned for evaluation which was completed on 1/6/97 by visual examination by use of the microscope. The results of the evaluation showed that the inserter tip had a wedge shaped burr at the bevel portion which appears to be part of the tip of the inserter. The tip is split in two directions. No conclusion can be drawn.